Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - breach in aseptic technique and serious injury. The complaint is confirmed because the nurse reported break in aseptic technique described as patient made mistakes of did not wear a mask and the area was not clean before starting therapy. An assignable cause for the break in aseptic technique was not determined. A labeling review was performed which found the labeling adequate for the use error in this complaint. The labeling review confirmed, instructions relevant to the complaint are documented in the product labeling and are easily accessible to the user. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The following information was received by baxter customer service(bcs) and baxter global pharmacovigilance (gpv) and is a report from a consumer with supplemental information provided by a nurse in the USA of did not wear a mask/did not clean the exchange area before starting pd (peritoneal dialysis) therapy and peritonitis in a patient coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies. On an unreported date in 2009, the patient began treatment with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies (doses, frequencies, and lot numbers not reported) intraperitoneally (ip) for peritoneal dialysis (pd). The action taken with the dianeal therapy was not reported. During a call with bcs, the following was reported by the consumer. On an unreported date, the patient did not wear a mask/did not clean the exchange area before starting pd which resulted in peritonitis on an unreported date in (B)(6) 2012. It was reported the patient was not hospitalized for the peritonitis. Treatment was not reported. Concomitant medication was not reported. The reporter stated the patient has recovered from the peritonitis event. The consumer stated the cause of the peritonitis was related to the pd therapy (further detail not provided). During a follow up call by bcs with the peritoneal dialysis nurse (pdn) the following was reported. The pdn confirmed the pd treatment as reported, that the patient was not hospitalized for the peritonitis, and that the patient has recovered from the peritonitis. The nurse clarified the start date of the peritonitis was (B)(6) 2012. The nurse confirmed the medical history of end stage renal disease however, declined to provide further information regarding past medical history. The nurse reported the cause of the peritonitis was unknown. It was not reported if re-training in proper aseptic technique was performed. On (B)(4) 2012 baxter gpv contacted the peritoneal dialysis nurse (pdn) to follow up on the peritonitis report and the pdn declined to provide any further information.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. A sample was not requested because the event involved use error and there was no allegation against the device. Should additional information become available, a follow-up will be submitted.